Manufacturer narrative:
A supplemental MDR is being submitted for the voluntary medwatch received from the hospital. Please see medwatch number - 5149018

Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Corrections have been made to h.6 type of investigation, investigation findings and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The imagery provided by the event site was reviewed, and a radial and longitudinal balloon burst were observed. The 3mensio report showing the patient screening anatomy images provided were reviewed and a minimal amount of calcification was observed on the sinotubular junction (stj), and a moderate amount of calcification was present on the native leaflets, and in the aortic root. The complaint for balloon burst was confirmed based on the evaluation of the returned imagery. Available information suggests that patient factors such as calcification, likely contributed to the event. Per the event description and as observed in the provided imagery, the patient had a moderate degree of calcium in the stj and leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall through the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw the system through the sheath was confirmed based on the evaluation of the returned imagery. The available information suggests procedural factors such as withdrawal of the burst balloon, likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of the sheath tip, which would have then led to the experienced retrieval difficulty requiring surgical removal of the devices. The vascular injury requiring repair with a stent graft would have been also related to troubleshooting maneuvers to overcome the delivery system withdrawal difficulties. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-18679. Investigation is ongoing. H3 other text : not returned for evaluation.

Event description:
As reported by the field clinical specialist, the sinotubular junction (stj) measurements averaged 23.6 mm with light calcium and a height of 23.7 mm. During a transfemoral tavr procedure with a 26 mm ultra valve, the commander delivery system balloon burst at the end of valve deployment with nominal volume. Imaging showed that the valve was well seated with no leak. During withdrawal, the delivery system was unable to be pulled into 14 fr esheath. The physician snared the balloon at the distal commander marker from the contralateral side (left) and attempted to remove the sheath/commander as a unit with the snare being advanced in tandem. The commander became stuck in the right common iliac artery. An 18 fr gore dryseal sheath was placed over the snare from the left side, and a gooseneck snare was used to pull the wire inside the commander into the dryseal, but they were unable to pull the nosecone into the dryseal. They decided to do a cutdown on the right side. After an arteriotomy was made at the transition from the r cfa (common femoral artery) to the reia (right external iliac artery), they attempted to pull out the commander balloon but it would not move. They continued to extend the arteriotomy until the balloon could be removed. They then placed an ilio-fem bypass graft on the right side. Spiral dissection was noted in the rcia (right common iliac artery) with additional dissection of the lcia (left common iliac artery). Gore vbx stents were placed bilaterally in the common iliac arteries. A self-expanding viabahn stent was placed in the reia to cover the distal anastomosis. During withdrawal of the devices, the esheath seam was "split" and the distal marker had embolized off the esheath. The marker was able to be retrieved surgically. Post procedure, the patient developed dic (disseminated intravascular coagulation), and had bleeding from the branch of the sfa (superficial femoral artery) requiring treatment. The vascular surgeon was concerned for deep contamination and were considering potential suppressive antibiotic therapy. The patient had issues swallowing and is being seen by speech therapy. No additional patient complications were reported.